Manufacturer narrative:
Additional information received, the MRI was for an unrelated condition. The particle is tiny on the surface of the iris inferiorly. No further surgery is needed as there is no inflammation and vision good. The particle was found post op on (B)(6) 2019. No patient impact. Visual acuity is 6/7.5 with correction. Attempts to secure the device or lot number for investigation from the user facility in the united kingdom have been unreturned. A review of the non-conformance(nc) database did not reveal any ncs that would have contributed to this complaint. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
Additional information has been requested regarding the event and device. No DHR review can be performed at this time. The investigation is ongoing.

Event description:
The user facility in the (B)(4) reported a small particle of a mics phaco tip was located in a patient's eye. The patient required an MRI scan and the facility wanted to confirm that the needle was titanium. Additional information regarding the event and device have been requested.